Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the capsule was placed on the patient and it unpaired with the recorder. Two recorders were used in an attempt to pair with the capsule, but neither was successful. The recorders were reset, and another attempt to pair was made, which also failed. The customer did pair the recorder with another capsule to see if the recorder was the problem and it paired with another capsule just fine. There was no patient or user harm.